Event description:
Drive devilbiss healthcare was notified on an incident involving a bed rail by a provider who reported that the end user collapsed against the bed pushing the mattress to create a space between the mattress and bed rail and trapped the end user. The nurse was able to free the end user's head and confirm that the end user was still breathing. Ems arrived to transport the end user to the hospital, but the end user expired on the way to the ambulance. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.

Manufacturer narrative:
(B)(6) healthcare incorrectly reported section b4 as 06/21/2024 on MDR 2438477-2024-00032. The correct date for section b4 is 06/24/2024.